Event description:
2003: status post left carotid endarterectomy. Diagnosis left carotid artery stenosis. One week later, status left cervical excision and repair of endarterectomy site. Diagnosis "acture" left cervical neck hematoma. Failure of suture on day 5 post endarterectomy.